Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the device delivered 120 units of insulin when the customer filled it to 18 units. Customer woke up with 37 mg/dl blood glucose. Customer's blood glucose at time of call was 248 mg/dl. Customer declined troubleshooting. Customer was advised to monitor the device. Customer will not be returning the device for analysis.